Event description:
During a bravo ph monitoring procedure, it was noted on endoscopic examination that the tip of the delivery system appeared to have tunneled under the esophageal mucosa, apparently leading to a perforation. The delivery system was removed and the pt placed on antibiotics and hospitalized for observation. The pt recovered with no further complications and was discharged from the hospital.